Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant products: name: unknown head p/n: unknown, l/n: unknown. Unknown cup p/n: unknown l/n: unknown. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event please see associated reports: 0001825034-2017-02790, 0001825034-2017-02792.

Event description:
It was reported that a patient had an initial left hip arthroplasty. The patient will be revised approximately 15-20 years post initial implantation on an unknown date. The revision is due to wear, migration, and disease progression. The head and acetabulum components will be replaced. Attempts have been made and additional information on the reported event is unavailable at this time.